Manufacturer narrative:
(B)(4). Correction: the previous follow-up report indicated that no sample was returned and the complaint could not be confirmed. A sample has since been recieved.device evaluation: the reported complaint was confirmed through examination of a returned product sample. Although the catheter was not returned, the customer provided one guide wire that was unraveled from the proximal end with two severe kinks. The core wire was broken and proximal weld had been separated and not returned. Microscopic examination revealed necking and discoloration in the area of the break. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and warn not to apply excessive force. The instructions also caution not to withdraw the guide wire against the needle bevel. Based on these circumstances, operational context caused or contributed to this issue. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the right subclavian of a patient in the emergency department. During removal, the guidewire frayed. The clinician was able to manipulate the wire and cvc to remove the wire leaving the catheter in place. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed. No sample was returned for evaluation. A review of manufacturing records was performed with no relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use. The cause could not be determined based upon the information provided and without the sample. No further actions will be taken.